Manufacturer narrative:
The company service representative examined the system and no information was provided to conclusively indicate nonconformance of the system contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. One handpiece was available and checked by the company representative and was found to have functioned as intended. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The second phaco handpiece was not available for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information, there was no problem found with the handpiece. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no ultrasound with two handpieces during the sculpt phase of a procedure. There were no error messages displayed. The procedure was completed after replacement of the handpieces and procedure pack. Additional information has been requested.